Manufacturer narrative:
Investigation: our quality engineer inspected the returned photos and confirmed the reported observations of foreign matter. Black sand particles were identified on the samples. Holes were also observed on the bottom web of the product packaging. This indicates that the foreign matter may have been the results of pest or insect infestation. The pest control report for the bd manufacturing facility was reviewed and showed no reports of pest infestations. DHR was reviewed and no abnormalities relating to the complaint were observed. The damage may have occurred during transit or storage after the product left the manufacturing facility.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. The following information was provided by the initial reporter: fm- dust particle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. The following information was provided by the initial reporter: fm- dust particle.